Event description:
Pt was hospitalized for hyperglycemia. Pt woke up with a high blood sugar and later discovered the cartridge was empty. Pt also recalls that when they had filled the cartridge, the insulin "smelled really bad, not like it normally does." Device not returned for evaluation.